Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding the damaged conductor wire was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the damage was identified during reprocessing. The device issue was identified during central processing. When asked if the device was inspected prior to it¿s last use the reporter stated that the device must have been inspected. The type of damaged witnessed could not be confirmed.

Event description:
Refer to h11 for follow-up information.